Manufacturer narrative:
Sections could not be completed with the limited information provided.

Event description:
It was reported that a persona instrument fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for further examination, however a fragment was not returned. Visual examination found that the device had fractured into three fragments with the site of the fracture occurring proximally to the central post. The central post had fractured off completely and was not returned. The device also exhibited gouges and nicks across the inferior surface of the device. DHR was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. From the provided information the root cause cannot be determined using provided information. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.